Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report # 1627487-2013-1282. It was reported the pt's ipg stopped communicating about a year ago. An sjm rep met with the pt and confirmed the issue. It was also reported the pt wasn't receiving effective stimulation when her ipg was working. The pt is considering having her ipg replaced with new one. Surgical intervention may be pending to address the issue.